Event description:
Complaint alleges: during a lap chole procedure when the doctor was trying to load clips, they did not load successfully. No clicking sound was heard. No clips fell into the patient. No patient injury reported. Patient current condition reported, as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The manufacturer will continue to monitor and trend relating complaints.